Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that during treatment of the patient's gsv, the pump became overheated. The physician was able to complete the procedure. There was no medical intervention or patient harm.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.